Event description:
Gas seal dislodged and was pushed into the abdominal cavity. Seal was easily removed from the pt via another trocar site. On (B)(6) 2013, covidien rep have been here to inspect the defective trocars. They feel they have identified the issue. There are 2 seals in the device; a "duckbill" seal and an "instrument" seal. The problem is with the instrument seal as it attaches to a firm disk in the device: there should be 6 slits in the firm disk. The instrument seal should have 6 "ears" that attach it through the 6 slits of the hard disk. The defective devices were missing 3 of the 6 slits. Therefore, the instrument seal only had 3 ears and was attached only through the 3 available slits. The 3 attachments were all on one side of the disk leaving 1/2 of the instrument seal unattached. As the defect was discovered, the covidien reps were in immediate contact with covidien. They state they are taking immediate action to inspect supplies and correct mfg procedures. Dates of use: approx. One yr. Reason for use: laparoscopic assisted hysterectomy.